Event description:
Patient was implanted with prodisc-l on an unknown date in 2008. Reportedly the superior endplate of the prodisc-l subsided at l4 post-operatively. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. The hardware was removed and the patient was revised to a fusion at the revision level. This is 3 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly the patient was implanted with prodisc-l in 2008, date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was conducted. The report indicates the risk analysis was reviewed for prodisc-l. The current design controls include: endplate footprints designed to provide maximum vertebral endplate coverage, surgeon training for appropriate sizing, patient selection and instructions for use (osteoporosis, osteopenia, osteomalacia are contraindications), technique guide warns against excessive bony remodeling, and subsidence is detectable on post-operative imaging. The severity of harm in this case, associated with a reoperation of the patient, is consistent with that covered by the current risk analysis document. A journal review was also conducted to evaluate articles with relevance to the current complaint. The cause of the subsidence in this case could not be determined from the information provided. Potential causes for the subsidence indicated in the literature could include poor bone density (osteopenia or osteoporosis), endplate sizing, and endplate morphology and preparation.